Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-6480 pump did not have working outflow. This was discovered during use in a procedure performed on an unspecified day, the rep unable to provide a date. The case was completed using the same pump with only inflow with no patient effect.